Manufacturer narrative:
(B)(4). The device was not returned for evaluation as it remains implanted. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a pulmonic position is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there is no information to suggest a manufacturing non conformances contributed to the event; the cause of malposition is unknown. However, may be due procedural factors (device manipulation). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a tavr procedure in the pulmonic position via transvenous approach, two sapien 3 valves were implanted within a conduit. The first sapien 3 valve was deployed ¿too low¿ in the native rvot and a second valve was used to anchor the valve in the area of the pulmonic conduit. The patient was noted to be alive at the conclusion of the case. The patient was discharged home on pod1.